Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No battery out limit alarm noted. Unable to test the operating currents due to no button response. Device had a scratched display window, cracked display window, cracked case at display window corner all corners, cracked reservoir tube lip and broken belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 181 mg/dl. Troubleshooting was performed. The device was returned for analysis.